Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was returned in the original packaging with the batch number of the complaint on the label. The t1/t2/suture were not returned. The depth straw is missing. The actuator is in the pre-t2 position. There is bio debris in the needle. A functional evaluation showed that the device cycled as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include contact with another source or stress on the needle. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the first implant of the fast-fix was implanted without problem, the second implant did not go down and it was impossible to implant it, it remained a few millimeters away from the bevel of the system. T1 was removed from the patient. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.